Manufacturer narrative:
A manufacturer representative went to the site to test the navigation system and confirmed the reported issue. The monitor cable was replaced the issue resolved. A system checkout was performed and the system is working as intended. The monitor cable was returned to the manufacturer for evaluation. After functional testing and visual/physical examination a continuity test revealed an open at pin three of the returned cable. That is the blue signal and explained the reported color issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the coloring on the systems screen is going in and out. If the site adjusts the cable, it will go back to normal. No patient was present at the time of the event.